Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient had an erosion at the site of the cuff and recurring incontinence with his artificial urinary sphincter (aus). The aus was removed. A full recovery is expected.